Event description:
Pace medical was notified on may 26, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with request to check the pt cable connector. Device was examined and it was found that a component needed to be replaced. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for failure: random component failure.